Event description:
Healthcare professional reports, a right side capsular contracture, baker grade IV. Device explanted. Physician later reported, rupture. Found in surgery.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reports a right side capsular contracture baker grade IV. Device explanted. Physician later reported rupture found in surgery.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/may/2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as surgical damage. And missing shell assessed, as inconclusive. Capsular contracture-breast: unable to observe, since it is not related to the device. As per the investigation procedure: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reports, a right side capsular contracture, baker grade IV. Device explanted. Physician later reported, rupture. Found in surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reports, a right side capsular contracture, baker grade IV. Device explanted. Physician later reported, rupture. Found in surgery.